Manufacturer narrative:
The impella device was returned and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 35-year-old female with cardiomyopathy was implanted with an impella cp for mechanical circulatory support. While on support, the patient developed ischemia post placement of the abiomed 14 fr introducer. The sheath was peeled away and repositioning sheath was advanced, however, a reperfusion catheter could not be placed. The pump was removed, and a new impella was placed via 14fr gore sheath (physician elected to leave introducer in place during support).

Manufacturer narrative:
The investigation into the limb ischemia ¿ reversible has been completed. The device and data were not returned for investigation. As the necessary clinical information was not provided and the device was not returned, the root cause of the limb ischemia was not determined.